Event description:
It was reported that the patient presented at clinic due to post-paced t-wave oversensing exhibited by their implantable cardioverter defibrillator (ICD). Pacing inhibition was noted. Programming changes were made to resolve the issue. There was no patient consequences reported.